Event description:
It was reported that the bladder of a folfusor sv 2.5 ruptured. This occurred while the device was being filled with physiologic solution and fluorouracil using a luer lock syringe. The reporter stated that the bladder of the device burst and the fluid remained in the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 03/20/2013 and 03/21/2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.